Event description:
It was reported the customer was unable to complete the priming process. Customer's mother tried using two different sets with the reservoir and the device would continue to alarm no delivery. Customer's blood glucose was unknown. Alarm was resolved with a complete set change. Customer was advised to call when alarm occurs to properly troubleshoot the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.